Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the autoclavable camera head displayed error e216 scope communication error, and a positive leak was also found in the electrical connector. The issue occurred during inspection for use. There were no reports of patient harm